Event description:
After a surgical revision due to right ventricular lead dislodgment, when trying to connect the new lead to the pacemaker, the physician noticed that the screw was out of place.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply models approved in the u.s.

Event description:
After a surgical revision due to right ventricular lead dislodgment, when trying to connect the new lead to the pacemaker, the physician noticed that the screw was out of place.